Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing of the cori console did not observe any display issues or errors. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. Although no internal errors were found in the log files, there was an observed visual error that caused the bone model to display improperly or not at all when transitioning between screens. This was found to be due to a known defect that occurs when the object is either deallocated or deinitialized. While the reported internal errors could not be reproduced or observed in the log files, screenshots and log data confirmed that the system was producing errors when attempting to display the bone model. The most likely cause of the model display issue was found to be due to a known defect which was resolved in software v2.1.0.6. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. As a part of corrective actions, a new software version has been released to address this issue. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka case, registration was normal, but when going to the femur cut screen (bur all and just distal) the screen was blank, there was no bone model. The robotic drill was visible on the screen but there was no bone model to cut. Upon exiting the case, the internal error notification appeared. Case was re-entered and recalibrated the drill, went to the cut screen and the bone model appeared but only showed the blue (<1mm) cut depth, no green or purple. Went to change the femur plan by 1/2 mm to bring back the purple but it did not show up when going back to the femur cut screen. The case was not completed robotically, it was completed manually, after a delay greater than 30 min. Patient wasn't harmed.